Event description:
The post op chest x-ray showed that the vena cava filter failed to open. A second filter was inserted and it too failed to open. The surgeon determined at that time that he would not try again.